Event description:
It was reported that during follow-up, post paced t-wave oversensing was observed on stored egm. The patient did not receive inappropriate therapy during the oversensing. Patient was asymptomatic. Programming changes were made and the oversensing issue wa

Event description:
It was reported that during follow-up, post paced t-wave oversensing was observed on stored egm. The patient did not receive inappropriate therapy during the oversensing. Patient was asymptomatic. Programming changes were made and the oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.